Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hypoglycemia while using a replacement ilet pump, including a glucose value of 55 mg/dl after a meal, and elected to disconnect and pursue a return; user logs indicated eating when already hyperglycemic without correction, and the user treated the low with oral glucose. Symptoms included hypoglycemia. Outcomes included medication intervention for treatment of the event. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to determine a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.